Manufacturer narrative:
Results eval codes: investigation: the returned unit was functionally tested and the report of leakage was confirmed. The leakage portion was located in the pilot balloon, approximately 34 mm from the one way valve end. The leakage portion was examined under magnification, and found a tear, approximately 2.74 mm in length, on the seam of the balloon. A review of our complaints history confirmed this to be the first complaint for the possible lot numbers identified. Though, there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacturer. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the units were tested prior to use and only became deflated after one week in use. As such, this incident is unlikely the result of a manufacturing error. This is likely due to user interface/handling when adding air to the cuff. We can report that we have not seen samples come back with the splits in the pilot balloon. This report has been logged for trending.